Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen would intermittently time out too early and the wake button was difficult to press. Blood glucose was 149 mg/dl. Tandem technical support had the customer test the pump and the touchscreen timed out at the appropriate time. However, tandem clinical diabetes specialist confirmed the reported issues.